Event description:
Additional information revealed that the patient underwent surgical intervention wherein the extension was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The reported event of autoreducing/high impedance was confirmed. As received, microscopic inspection of the lead revealed a fracture with a broken wire on lead extension body. The cause of the fracture is consistent with an overstress condition or sudden event the lead may have been subjected while in vivo.

Event description:
It was reported that the patient was not receiving effective therapy on a certain program. It was found that there were high impedances. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.